Event description:
It was reported that the patient presented for an implant procedure. It was noted that when the right atrial (ra) lead was placed, no capture was observed, pacing impedance was high and there was no sensing. After several repositioning attempts, the ra lead was exchanged successfully. Everything worked well, the patient was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: section a1: initials should have been klg